Event description:
It was reported that during regular device clinic followups, communication to the wireless device was lost during threshold testing, and it also did not work with the programmer rf head. The threshold test was also slow to respond when the stylus was removed from the screen to end the test. After each device check, the programmer had to be shut off and turned back on to identify the next device. To get the final report, the stylus had to be tapped on the display several times, and communication to the printer was slow. No patient complications were reported as a result of this event.

Event description:
It was reported that during regular device clinic followups, communication to the wireless device was lost during threshold testing, and it also did not work with the programmer rf head. The threshold test was also slow to respond when the stylus was removed from the screen to end the test. After each device check, the programmer had to be shut off and turned back on to identify the next device. To get the final report, the stylus had to be tapped on the display several times, and communication to the printer was slow. No patient complications were reported as a result of this event. The radiofrequency (rf) head was also analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis found that the device locked up during wireless testing, after the device was on for a time it generated an error message. It was also noted that the stylus was out of calibration. (B)(4) : analysis found that the cable was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.